Manufacturer narrative:
(B)(4) - no pre-dilatation. The stent remains in the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported via a trial that on (B)(6) 2010, the patient underwent direct stenting in the mid left anterior descending (lad) artery with two xience v stents, sizes 2.5 x 28 mm and 3.0 x 15 mm. On (B)(6) 2011, the patient was re-admitted for chest pain and underwent a diagnostic coronary angiogram. Percutaneous coronary revascularization was performed in two lesions in the index mid lad. The event resolved on (B)(6) 2011 and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.